Event description:
It was reported that during an unknown procedure, the werewolf flow 90 coblation wand continued to function when the buttons were not depressed, and failed to function when the buttons were depressed. There was also an error code on the screen. It is unknown if there was any delay or how the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is heavily worn from use. Product was returned with its original box and inner packaging in an open state. Functional evaluation revealed the unit presents a wand end of life error when plugged into a controller. Using bypass software the wand was plugged in, pressing the ablate button did not activate the unit, the coag and setting switch functioned as intended. The wand did not run on its own. Removing the button covers revealed heavy amounts of saline on the button boards. Wand data shows multiple multiple button press errors occurred in use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include the wand´s connector or cable got damaged or saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.